Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving notice: draining slowly message in drain 1 multiple times. The patient stated their effluent was cloudy and that they used their medication but the fibrin persisted. The fresenius technical support representative advised the patient to contact their pd nurse regarding the fibrin and provided information regarding the message. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6)2022 presented with streptococcus (species unknown) and a white blood cell (wbc) count of 2664/mm3. The patient was diagnosed with peritonitis due to non-adherence to aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient was not properly disinfecting his hands prior to disconnecting and reconnecting to the cycler. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every three days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient is recovering at home. It was confirmed the patient¿s peritonitis was not due to a malfunction of a fresenius device(s) or product(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to non-adherence to aseptic technique during pd therapy as reported by a medical professional. Non-adherence to aseptic technique or touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human mouth and gastrointestinal (gi) tract. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Should additional information become available related to any fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving notice: draining slowly message in drain 1 multiple times. The patient stated their effluent was cloudy and that they used their medication but the fibrin persisted. The fresenius technical support representative advised the patient to contact their pd nurse regarding the fibrin and provided information regarding the message. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with streptococcus (species unknown) and a white blood cell (wbc) count of 2664/mm3. The patient was diagnosed with peritonitis due to non-adherence to aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient was not properly disinfecting his hands prior to disconnecting and reconnecting to the cycler. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every three days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient is recovering at home. It was confirmed the patient¿s peritonitis was not due to a malfunction of a fresenius device(s) or product(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.